Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, they had a mis-sizing and retracted the mis-sized device back into the loader. The loader was detached and a syringe was attached. When the new device was connected to the sheath and pushed into the sheath leaving the loader, the sheath moved and air was visible in the left atrium (la). The physician pulled the sheath back into right atrium (ra) and suction of air was performed using a special catheter and showed good process. When the loader was disconnected from the sheath, the electrocardiogram (EKG) showed st elevations and the patient went into bradycardic. Oxygen was administered, also supra. The patient went into atrioventricular block (av) and asystole, was resuscitated successfully. The air embolism in coronaries was retracted successfully. A computed tomography (CT) was done with no signs of a stroke. The patient was brought into intensive care unit to be monitored closely. The physician believes the cause of air embolus was syringe was not secured properly.

Manufacturer narrative:
An event of air/gas in device in device was reported with patient effects of nonspecific EKG/ECG changes, bradycardia, heart block, cardiac arrest, and air embolism. A cine review was completed and concluded that 3 fluoro images of coronary artery angiogram are provided. First image shows a blockage in the coronary artery. Other 2 fluoro image show air emboli cleared and unblocked angiograms. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported air/gas in device in device with patient effects of nonspecific EKG/ECG changes, bradycardia, heart block, cardiac arrest, and air embolism could not be determined. Unexpected medical interventions were likely cascading effects from the event, as oxygen was administered and resuscitation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.